Manufacturer narrative:
It was reported that, after a total hip arthroplasty on the left hip, the patient developed an infection of streptococci group b. The patient underwent debridement of the hip joint on (B)(6) 2020. A bicon cup size 4 and the pe insert part n°75101935 batch a1903452 were returned for investigation. These devices were explanted during a revision surgery subsequent to the debridement reported in this complaint. This subsequent surgery is covered in (B)(4). These devices were used for treatment. The batch number of the cup is not readable due to the presence of bone. The amount of bone visible on the bicon cup demonstrate that is was well osteointegrated. The production documentation and the sterilization certificates for the pe insert were reviewed. No deviation from the standard manufacturing processes were identified. No other complaints were identified for the batch of the pe insert. The part and batch numbers of the other devices are unknown. The reported failure mode and its severity are covered in the device risk file. Infection is listed as a possible complication that may result from a hip arthroplasty. Based on the review of the medical document provided, the root cause of the infection cannot be confirmed. The infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. There is no indication that the pe insert failed to meet manufacturing specifications upon release for distribution. It is not possible to investigate whether the other devices met manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. Should additional information become available, this complaint will be reassessed. This investigation is considered close, no further actions have been initiated. Smith and nephew will monitor the devices for further similar issues, the returned devices are retained.

Manufacturer narrative:
Complaint reference: case-(B)(4).

Event description:
It was reported that, after a tha had been performed on the left hip, the patient developed an infection of streptococci group b. The patient underwent debridement of the hip joint (transgluteal) and plate bed (subvastus) on (B)(6) 2020; and then, a revision surgery due to periprosthetic septic osteoarthritis on (B)(6) 2021. In the revision surgery, all implants were removed (bicon-plus shell, unspecified bicon liner, biolox delta femoral head, weber stem and a plate system from zimmer).